Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility and to provide the device evaluation results. The user facility further reported that the scope tested positive for stenotrophomonas maltophilia and ochrobactrum anthropic. The scope was pre-cleaned immediately after each procedure following olympus recommendation. The scope was properly leak tested prior to manual cleaning. A non-olympus single use cleaning brush is used to brush the instrument channel during manual cleaning. The scope is then high level disinfected using a non olympus automated endoscope reprocessor (aer) machine. No problems noted with the aer. The last preventative maintenance (pm) for the aer machine was on 2/9/17. After reprocessing, the scope was stored in a hanging cabinet. All reprocessing staff was properly trained. The scope was returned to olympus for evaluation. A visual inspection was performed and found no signs of foreign material inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, elevator forceps raiser and nozzle when inspected with olympus boroscope and telescope test equipments. There was a tear mark noted inside the biopsy channel at the distal end; however, no missing parts noted from the scope. In addition, the bending section glue was found discolored and lifting. The scope passed leak testing. The scope was serviced and returned to the user facility. Based on the device evaluation results, the cause of the reported positive culture could be attributed to insufficient maintenance of the scope. The instruction manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected. Using an instrument that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation; however, the device evaluation has not yet begun. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility to observe and provide a reprocessing training. No reprocessing deviations were noted.

Event description:
Olympus was informed that the scope's culture tested positive. It is unknown what organism the scope tested positive for. No patient infections were reported.